Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing revealed the device had an anomalous ventricular sensitivity condition. The no ventricular sensitivity condition was the result of an open solder joint.

Event description:
It was reported that the ra lead had an insulation break. Impedance 200 ohms and oversensing also were reported. The lead was capped and replaced. The device was returned, analyzed, and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.